Event description:
It was reported that spontaneous removal of the foley catheter occurred due to rupture of the balloon cuff immediately after placement.

Manufacturer narrative:
The reported event was confirmed- user related. The reported failure was able to be reproduced. Visual inspection noted irregular burst without missing pieces. Microscopic examination found there was a defective layer of sac (ply sac) that caused the catheter to burst. Based on the date code of returned catheter, this product has been expired. A potential root cause for this failure could be user related (use exceeded expiry date product). The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2.applicable patients (1) patients with known allergy to silver coated catheter. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that spontaneous removal of the foley catheter occurred due to rupture of the balloon cuff immediately after placement.

Manufacturer narrative:
The reported event was confirmed- cause unknown. The reported failure was able to be reproduced. Visual inspection noted irregular burst without missing pieces. Microscopic examination found there was a defective layer of sac (ply sac) that caused the catheter to burst. However, the exact cause of how and when problem occurred could not be determine. The potential root cause for this failure could be user related (example: exposure to petrolatum based products/ mechanical failure/operator error/unclean formers leading to delamination of sac latex or ply sac). A potential root cause for this failure could be unclean formers leading to delamination of sac latex or ply sac. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2.applicable patients (1) patients with known allergy to silver coated catheter. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that spontaneous removal of the foley catheter occurred due to rupture of the balloon cuff immediately after placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.